Event description:
Reportedly a patient was using the pump with the prefilled demerol syringe while the syringe had been loaded on an angle. The reporting pharmacist believed that the syringe contents infused without the control of the pump since the syringe was found empty and the patient was found unresponsive. The patient was given narcan to reverse the effects of the demerol. The patient signed himself out of the hospital "against medical advice" thefollowing day.